Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple drawers were failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of es multiple drawers failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that all drawers on the main unit had failed and were not detected on the bus. The fse shut down the device and inspected the internal components and discovered a cut on the internal pyxibus cable. The damaged cable was replaced. After rebooting the device, no errors were reported. The customer tested the system and confirmed successful recovery and full functionality. During dchu visual inspection: pn 120547-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 120547-01: no testing was required due to evidence of thermal damage, with exposed copper strands with burn marks observed on the assy cbl pyxibus 6 drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es multiple drawers failure was due to the damaged of the assy cbl pyxibus 6 drawer (pn 120547-01) leading to the observed thermal damage which compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple drawers were failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. As per part investigation, it was determined that the cause of the reported drawer issue was damage to the assy cbl pyxibus 6 drawer, which led to thermal damage and compromised the drawer's functionality. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple drawers were failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed. A field service engineer (fse) found that all drawers on the main unit had failed and were not detected on the bus. The fse shut down the device and inspected the internal components, discovered a cut on the internal pyxibus cable. The damaged cable was replaced. After rebooting the device, no errors were reported. The customer tested the system and confirmed successful recovery and full functionality. The system functioned as intended after the field service engineer repaired the device.